Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, 4.7, 11.5, mtx, mg (tsvtwb11) implant with mount was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus & inability to place into osteotomy) as they were medical events. However, measurements were taken using a caliper. No pre-existing patient condition noted on the per. The reported device was being placed on tooth # 3 (universal) when the incident occurred. X-ray or picture images were not provided. Therefore, the reported events could not be verified. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1239278. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1239278) was performed for similar event (keyword category: medical perforated sinus & functional: unable to place into osteotomy) and no other similar complaint was identified. Based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions and no x-ray or pictorial evidence was available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was sinus perforation & lack of primary stability. Unable to obtain stability at placement. Implant #3 removed and area grafted. Additional appointments / implant re-placement: not indicated. As a result of the event no patient impact was reported.